Event description:
The system worked well for the pt the past three weeks. Starting two days ago her symptoms returned. There was no known accident or incident related to the event. Further info is being requested to the hcp.

Manufacturer narrative:
(B) (4).